Event description:
It was reported that the battery of a renasys touch device no longer holds the charge. The treatment was interrupted while waiting for another device in exchange.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation, due to this we are unable to conduct an assessment to establish a relationship between the event reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, the instances are being monitored to determine if additional actions are required. Factors that may affect charging: the described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. We have been unable to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.